Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer report was not observed. The device was put through extensive testing including bench handling and defib discharge functional stress testing without duplicating the report. An internal inspection resulted in no findings. Review of the device log for the reported event date of 3/29/21 showed that the device worked as designed. Review of the log showed the shock button was pressed before the charge button was pressed. The device prompted "defib not charged, press charge button" as designed. The next entry in the log shows the charge button was pressed followed by a shock button press and successful discharge. Analysis of reports of this type has not identified an increase in trend